Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the carelink electrogram had a dual ECG readings on non-magnet and magnet modes. The device remains in place. No patient complications were reported as a result of this event.